Event description:
It was reported that stent damage occurred. A 16 x 3.00mm promus premier select did not pass through the lesion located in the circumflex. The promus premier select was removed from the patient and stent damage was observed. The case was completed by using another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select 16 x 3.00 mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification 0.053. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 16 x 3.00mm promus premier select did not pass through the lesion located in the circumflex. The promus premier select was removed from the patient and stent damage was observed. The case was completed by using another of same device. No patient complications were reported. It was further reported the lesion was 85% stenosed and severely tortuous and calcified.

Event description:
It was reported that stent damage occurred. A 16 x 3.00mm promus premier select did not pass through the lesion located in the circumflex. The promus premier select was removed from the patient and stent damage was observed. The case was completed by using another of same device. No patient complications were reported. It was further reported the lesion was 85% stenosed and severely tortuous and calcified.